Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported during patient use on this avea ventilator .the fio2 monitor was reading 5% higher than the set fio2, which was verified with a known good oxygen analyzer. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.